Event description:
Patient received hair removal treatment on her face and neck and was burned. Physician performed the test spot on the patient's underarm's when the treatment area is the face/neck. Cynosure recommends the testing spot be the area that will be treated to see the proper response to the laser treatment.

Manufacturer narrative:
Cynosure tech inspected the laser system and found no issues. The laser system is working within specification.